Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular planned non-emergency treatment. The procedure was completed as planned, and afterwards the breakdown happened. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to acquire images. Upon troubleshooting, fse found that suite pc was unable to boot up. To resolve the issue, fse replaced the suite pc and restored the system¿s settings. The defective suite pc was returned to philips for failure analysis, and the cause of the failure was found to be a power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.